Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker was found in backup mode, making it difficult to use. The device was explanted and replaced. The patient condition was stable.